Manufacturer narrative:
No patient involvement. Surgeon was using a plastic model, no patient involvement ¿ device not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 13.jan.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the surgeon attempted to activate a ti alveolar device, there was no range of distraction and when the surgeon attempted to screw it back the device became stuck in the threads and the device would not go forwards or backwards. The distractor reportedly malfunctioned as soon as the surgeon opened the device and was preparing to adapt it to the distractor on a plastic model. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: one (1) piece identified as part 488.075 / lot 9795168 was received in the original, non-sterile packaging. No visual defects manufacturing-related were identified. A review of the device history records (DHR) shows that there were no issues during the manufacturing of the product that would contribute to this complaint condition. The article is the assembly of three (3) main components with article numbers 50159009, 50147947, and 50148801. The component responsible for the functionality of the part is article 50159009. The DHR of the lot for that component (lot 9643732) was reviewed as well: two (2) pieces scrapped for force test after the welding operation. However, no manufacturing-related issues were found. The returned part has been re-inspected for all features relevant to the complaint condition. The piece is broken at the threaded portion near the cap; the functionality of the part is nonconforming. Based upon the visual inspection, the pieces are slightly deformed and most likely due to the force applied during use. In order to properly investigate the issue, the welding of the cap has been removed (destructive testing). The distractor was disassembled and the screw responsible for the movement was measured. The core diameters and the main characteristics of the screw were found to be conforming with specifications. According to the inspection sheet, the functionality of the component article (50159009) was 100% verified during the incoming inspection, after the supplier had verified, and 100% during final inspection. Moreover, the functionality was re-tested again at 100% during the final control of the assembly, as per assembling procedure. No anomalies were detected after inspection of the released parts. From the inspection of the part, no conclusions could be drawn as the part was not measurable at the point where the components were blocked. The functionality of the part was tested three (3) times at 100%. Based on the investigation performed, no evidence of issues manufacturing related could be found. The complaint is confirmed since the part is blocked, but the complaint is not valid since no evidence manufacturing related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.